Event description:
The facility reported that the device switched infusion rates automatically, found during pt use with no pt injury or medical intervention required. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding the set up of the infusion device, pt demographics, or additional information. There have been no incident reports filed since the last baxter service event. No additional information.

Manufacturer narrative:
The pump was evaluated on site by a baxter service technician. The reported condition was not confirmed. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.